Event description:
A (B)(6) patient contacted zoll customer support to report that the monitor would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) was confirmed. As received, the monitor would not power on completely. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement electrode monitor.